Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. When the cpc connector latch was pushed in order to disconnect the advancer and catheter, it was noted that the handshake connections of the advancer and catheter were not connected to each other. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and it was noted that the distal section of the handshake was not attached. The returned catheter was examined and it was noted that the missing part of the advancer handshake connection was attached to the catheter handshake. A handshake connection test was attempted using a test advancer to examine the integrity of the connection of the catheter and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The returned catheter was functionally tested using a test advancer and no issues were noted. The unit reached a speed of 175krpm at 38psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the speed rose up. The target lesion was located in the moderately calcified left anterior descending artery (lad). During the procedure, it was noted that the rotation speed rose up to 300,000 rpm. Rotation setting was max. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: under 18 years (B)(4).

Event description:
It was reported that the speed rose up. The target lesion was located in the moderately calcified left anterior descending artery (lad). During the procedure, it was noted that the rotation speed rose up to 300,000rpm. Rotation setting was max. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.